Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis (tgt3115/8074112). The procedure was concluded without endoleaks present. On (B)(6) 2010, the patient was discharged of the hospital. Aneurysm diameter was 47mm. Endoleaks and other adverse events had not been revealed to the patient. Later in two more follow-up studies, endoleaks had not been revealed and aneurysm diameter had remained unchanged. On july 11, 2012, it was revealed that a type a aortic dissection had been developed proximal to the tgt3115. On the same day, antihypertensive drugs were administered. On november 9, 2012, in two-year follow-up study, aneurysm diameter had shrunk to 45mm. On october 29, 2013, in three-year follow-up study, aneurysm diameter was 45mm. Any reintervention had not been performed to the aortic dissection, and a wait-and-watch approach was taken.